Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable connection was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a loose cable connections. Additional information was received from the field service engineer confirming that the system was unable to initialize. No patient serious injury or death was reported related to this event.